Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise observed on the right atrial channel. The source of the noise was not determined. No changes have been made and the device remains implanted and in service. No adverse patient effects were reported.